Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative nail breakage is unknown. Unknown if the device is explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was implanted with the proximal femoral nailing system (tfna) on (B)(6), 2017 without complications. Two (2) zimmer biomet cables were also used. Patient presented on (B)(6) 2018 with nail broken at the junction of nail/ blade. Exact mechanism of incident is unknown. Revision surgery was planned for (B)(6) 2018. Concomitant device reported: tfna fenestrated helical blade 110 mm -sterile (part # 04.038.410s, lot # h274529, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was reported, that the proximal femoral nailing system (tfna) was implanted on (B)(6) 2017 without complications. 2 x zimmer biomet cables were also used. Patient presented on (B)(6) 2018 with nail broken at the junction of nail/ blade. Exact mechanism of incident is unknown. Revision surgery planned for wednesday (B)(6) 2018. The following investigation flow was performed: broken visual inspection performed at customer quality (cq) confirmed the condition of post-operative breakage, which agrees with the reported complaint description. The transverse break occurred at the proximal locking hole and both the proximal and distal nail segments were returned. The material surfaces at the fracture site appear homogeneous when viewed under 5x magnification. The entire nail shows wear consistent with implantation and explantation. The returned nail was manufactured in april 2016. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Tabulated product drawing for the family of 125 degree titanium cannulated trochanteric fixation nails-advanced (tfna) were reviewed during this investigation. No product design issues or discrepancies were observed. A relevant dimensional inspection of the returned nail with respect to the reported complaint condition could not be accurately performed at cq due to the post manufacturing damage. The complaint histories for the tfna nail family was reviewed from january 2014 (system launch) through april 2018 and in this time there have been 122 complaints related to broken - postoperative. Implant sales were utilized to calculate an occurrence rate of 0.0466%. The risk assessment for tfna addresses the hazard ¿loss of fixation which may result in harm to the patient post surgery [synthes : broken : postoperatively].¿ this hazard carries a moderate severity of harm (3) and an unlikely likelihood of harm (2) which has a probability of occurrence of >0.01% and </=0.1%. This complaint condition is adequately covered by the risk assessment. A definitive root cause for this complaint could not be determined based on the provided information. No product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was planned for explant on (B)(6) 2018; reportedly the device has been explanted, but it is unknown if it was on the planned date or another date. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was performed for part #: 04.037.132s, lot#: h087747 (sterile) - 11mm/125 deg ti cann tfna 420mm - sterile. Quantity 4: manufacturing location: monument, manufacturing date: 25-apr-2016, expiration date: 30-apr-2026: inspection sheet for in-process/inspect dimensional/final and tfna assembly met inspection acceptance criteria. Component parts reviewed: 04.037.942.2 - lock prong 130 degree, tfna bp-55 lot ¿ 9814047 . 04.037.912.4 - wave spring, shim ended bp-55 lot ¿ 9937520 . 04.037.912.3 - tfna lock drive bp-58 lot ¿ 9934151 . 21127 - raw material lot bp-80 lot ¿ 9982146. Raw material received from metalwerks pmd, inc. Certificate of analysis for titanium received from metalwerks pmd, inc. Meet specification. Raw material receiving/putaway checklist meet requirements. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The manufacturing documents were reviewed and no complaint related issues were found. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.